Manufacturer narrative:
(B)(4). Concomitant medical products: 0100351002, ms-30â® lateral stem, 2867473, 0100358010, ms-30â® distal centralizer, 2906879, 00877503603, bioloxâ® delta ceramic femoral head, 2903504, 00875705801, shell with cluster holes porous 58 mm, 63764589, 00801102024, allen plug hdpe/baso4 12c/24fl, 63410861. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip was revised due to dislocation ten days post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required . Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.